Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 20 may 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint comp(B)(4).

Event description:
It was reported that a patient developed pressure sores from the nasogastric (ng) feeding tube which required medical intervention. The tube had been held in place with a dale ng tube holder. The ng tube was removed and replaced orally, and secured with tape to the endotracheal tube. The patient's sore was treated with venelex and steri strips. The hospital's policy is to change the holder every three days but the reporter was unsure if this was being done for this patient. No further information has been provided.